Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, air bubbles were observed within the pump supplies. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus.